Event description:
Customer reportedly received results of 400 mg/dl and 97 mg/dl within 10 minutes on the same device. On a separate occasion, the customer also received results of 426 mg/dl and 184 mg/dl within 10 minutes on the same device. No low or high blood symptoms reported. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.